Event description:
A report was received stating that the patient's precision system had been explanted because the ipg was damaged during hip replacement surgery. The physician confirmed with an x-ray that the ipg was damaged. The patient was not re-implanted. After the explant, the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation because they were discarded by medical facility.